Event description:
It was reported that a pt had a heart transplant and was in the surgical intensive care unit. During placement of lines and preparation for heart transplant, the pt experienced hives and low blood pressure. Additional information received from the chief certified registered nurse anesthesiologist (crna) on 11/16/2010 indicated, this pt was female and had multiple allergies. It is uncertain that the catheter contributed to the hives or low blood pressure; however, they could not rule it out. The pt is alive and progressing well.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.